Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue occurred at the start of the planned treatment/non-emergency treatment and the procedure was completed by using the same system. It was reported that the system image disk space was full. Upon further inspection, philips field service engineer (fse) inspected the system onsite and found the hard drives were defective. Fse replaced the hard drives and recreated the image drive. After the replacement of hard drives and recreated the image drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image disk space was full, which would prevent imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.